Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-05861 & 07884 / 07885).

Manufacturer narrative:
.

Event description:
It was reported patient underwent a right knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received noted patient underwent a right knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to unknown reasons. The tibial bearing and locking bar were removed and replaced. Patient underwent a second revision on (B)(6) 2011 due to unknown reasons. All components were removed and replaced. An additional revision procedure was performed on (B)(6) 2014 due to unknown reasons. The tibial bearing and locking bar were removed and replaced.

Event description:
It was reported patient underwent a right knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date. Additional information received noted patient underwent a right knee arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2011 due to unknown reasons. The tibial bearing and locking bar were removed and replaced. Patient underwent a second revision on (B)(6) 2011 due to unknown reasons. All components were removed and replaced. An additional revision procedure was performed on (B)(6) 2014 due to unknown reasons. The tibial bearing and locking bar were removed and replaced.